Event description:
New information received notes an indication for the procedure completed was symptomatic bradycardia.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not symptomatic. It was noted that noise with no capture at high capture thresholds and elevated pacing lead impedance was observed on the right ventricular lead. A fracture was confirmed on the lead. The lead was capped (B)(6) 2021 and replaced. The patient was stable.